Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had difficulty advancing through the provided sheath. It was removed and another 8fr 10cm sheath was inserted but the same issue occurred when inserting the iab. When the iab was pulled back out, a tear was noticed in the iab. A new iab and a 9fr 10cm sheath were then inserted without further issue. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.